Manufacturer narrative:
Brand name: corrected. Manufacturer information: additional information. Catalog number: corrected. Primary UDI number: corrected. Contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infected knee prothesis could not be conclusively determined through this evaluation. The patient ultimately expired on (B)(6) 2023 after support was withdrawn (see manufacturer report number 2916596-2023-07037). It was reported that (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, cardiac arrhythmia, localized infection, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's post operative course was complicated with respiratory failure necessitating tracheostomy and small bowel obstruction and intussusception status post ex lap with lysis of adhesions and percutaneous endoscopic gastrostomy (peg) tube placement, atrial fibrillation status post atrioventricular node ablation with implantable cardioverter-defibrillator (ICD) placement, chronic respiratory failure status post tracheostomy, peg tube, left above-knee amputation (aka) secondary to infected knee prosthesis, and cirrhosis.